Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported inflation issue was not confirmed due to the returned device condition. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 85% stenosed mid right coronary artery. After successfully implanting an unknown stent, a 3.5 x 12 mm voyager nc was being used for post-dilatation when it could not be fully inflated. The device was removed and another 3.5 x 12 mm voyager nc was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.